Manufacturer narrative:
B2: retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient representative (rep) reported the 'device was not working'. The patient rep was a spanish speaker regarding a patient with a pelvic health (ph) implant. The agent conference an interpreter. The caller got disconnected during transfer to ph cell. Emailed ph group to request a call back. . An outbound call was made to the patient representative. The caller said that about a month ago, started having issues with not emptying their bladder and did see their doctor about three weeks ago. The caller said that the device was completely off and wouldn't turn on and was told that patient may need a foley catheter. The caller said that the patient was on the phone with a local manufacturer technician. The patient then came on the line and said that they had connected to the implant however they were unable to turn therapy on, said that the screen was unresponsive when they tried to turn therapy on. The patient said that they did recharge the implant two days ago to 80%. The patient said that reviewed all this information with the technician and the technician said they would contact the doctor as this was considered an emergency. The patient said that it was reviewed that patient may need to go and receive emergency medical care. The patient was redirected to their managing physician.